Manufacturer narrative:
Lead model 3777-60, serial# (B)(4), implanted: 2007-(B)(6), explanted: unknown lead, model 3777-60, serial# (B)(4), implanted: 2007-(B)(6), explanted: unknown, accessory model 37752, serial# (B)(4), programmer model 37742, serial# (B)(4).

Event description:
It was reported that the patient's stimulator became infected immediately after implant. The patient spent a month in the hospital, and the device was eventually removed. The device was not re-implanted. Additional information has been requested, but was not available as of the date of this report.